Event description:
It was reported that the pump battery was draining quickly and required daily charging, with the pump shutting off unexpectedly. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined further troubleshooting.